Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 100% to 65%. In addition, the insulin gauge displayed 105 units after a cartridge was loaded with 300 units. The customer's blood glucose was 400 mg/dl. The customer reloaded the existing cartridge and received an accurate fill estimate.